Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that an impella cp was implanted to support a percutaneous coronary intervention (pci) procedure. After the pci, the patient was successfully weaned from the impella. Two perclose were deployed successfully but distal flow was absent after the second perclose. A balloon was used to reestablish flow. The patient is stable.